Event description:
According to the complainant, after feeding, the locking tab was damaged and found outside the button's locking adapter. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned for evaluation. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.